Event description:
It was reported that an alarm labeled as alarm 9 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reload the original cartridge onto the pump and successfully resumed insulin delivery.